Event description:
I was using philips dreamstation-2 CPAP machine as recommended by my doctor. Some white powder like substance spreading / coming out from machine. I stopped using the CPAP machine to prevent further negative effect on my health from using the machine. I got this CPAP machine from philips after previous machine was recalled. Reference report: #mw5153696.